Event description:
The customer reported that the device did not have enough power and was making an unfamiliar sound. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device did not have high enough rpm and the hose was missing an over-pressure valve. This was attributed to normal wear. Maintenance was performed and hoses, discs, bearing, and blades were replaced.